Event description:
It was reported that a small volume intermate had particulate matter inside the device's ¿balloon¿. The device contained tobramycin, aztreonam and ceftazidime. The particulate matter was identified prior to the use of the device. There was no patient involvement. No additional information is available. This is report 5 of 18.

Manufacturer narrative:
(B)(4). The device was manufactured october 09, 2014 - october 14, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle between 1.19 to 1.52 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.